Event description:
Corpak feeding tube placed, shortly thereafter, pt coded. Pt resuscitated/intubated. X-ray revealed corpak in lung (left pleural space). Difficulty removing, deflated balloon and removed easily. However, several minutes later, pt coded again. Resuscitated and survived. Family changed pt to a dnr and shortly after pt expired. Autopsy to be performed - not sure at this point the actual cause of pt's death.